Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve vl46b was broken. The fse replaced the valve, which repaired the errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer. Was generating flow cell clogg errors. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.